Manufacturer narrative:
H3/h6: the returned cable (lot number: 160928) had no apparent physical damage and passed a continuity test with no opens or shorts detected. There was no problem found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the system still displayed localizer faulted after the cart to cart cable was replaced. A check of the network device interface toolbox found bump and temperature status were faulted.

Manufacturer narrative:
H6) the system was serviced in the field and the camera on the camera cart was replaced. The system passed system checkout and was functioning as expected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site went to set up "stealth 2" for a case, the system prompted with a localizer faulted message and an amber light on the camera. When shining their phone camera at the navigation system camera they could see the infrared lights. The manufacturer representative had the site reboot the system and the system changed to saying "localizer not connected" and there was no lights on the camera. The site also reported that there was wearing damage on the interconnect cable. There was no patient involvement.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: , UDI#: ; product ID: 9735772, serial/lot #: -, ubd: , UDI#: ;  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) the positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination, and proceduralized device testing, the reported issue was confirmed. The results of the analysis concluded that the returned psu had scratches on the left lens and housing. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - vendor analysis for the camera (B)(6), lot# p900459 determined that the customer fault description has been confirmed and isolated to a faulted battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.